Event description:
It was reported the patient received the following results within 15 minutes: 56 mg/dl (user's meter) and 300 mg/dl (professional's meter). The user experienced unknown symptoms of hyperglycemia, intestinal inflammation, gastroesophageal reflux and heavy breathing. The patient was hospitalized for two days and received an unknown treatment. The issue leading to hospitalization was first identified on (B)(6) 2026. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.